Event description:
Customer reports the following: "[pump] fails regularly for occlusion while there is no occlusion noted. Has been operating for several weeks. Since tuesday, (B)(6) 2022, goes into occlusion alarm. Product administered: midasolam 1cc/hour. Consequences: for the patient, non administration of the prescribed treatment / for the nurse, loss of time to understand where the issue comes from, need to remain vigilant to regularly check the functioning of the device." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided therefore no review could be performed. The subject device (model agilia sp mc, serial number (B)(6)) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. Based on available information and since the subject device was not returned to our laboratory, the root cause of the reported issue remains unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.